Event description:
Consumer initiated product use (B)(6) 2006. She reports experiencing loss of vision, ocular inflammation, ocular redness, photosensitivity, and numbness in eyes following use of this product on (B)(6) 2007 and developed eye pain two weeks later. Consumer discontinued lens wear (b&l soflens daily) and product use on (B)(6) 2007. She had previously used opti-free. Per reporter, an optometrist diagnosed the condition on (B)(6) 2007 as corneal abrasions and keratitis due to contact lens wear and treated her with lotemax, systane preservative free eye drops, restasis, and ibuprofen. Consumer states visual acuity had worsened to 20/400 (corrected) from 20/30 (corrected) and 20/400 (uncorrected) three months earlier. At a (B)(6) 2007 visit, she reports the inflammation had reduced and the optometrist observed a pattern on the cornea suggesting infection. Consumer indicates the optometrist referred her to a corneal specialist, who diagnosed pseudomonas spp infection on (B)(6) 2007. At a (B)(6) 2007 visit to the corneal specialist, consumer states her visual acuity was 20/30 (corrected) and was without problems. She states she had been unable to work and could not drive for one week due to the decreased vision. The corneal specialist states examined consumer on (B)(6) 2007 and diagnosed a bilateral contact lens related pseudomonas spp infection and believes product failed to disinfect lenses. She states pseudomonas spp was cultured from consumer¿s contact lenses and remaining solution in the contact lens case. The physician treated her with moxifloxacin eye drops (tid), ciprofloxacin (qid), and acular. Physician reported that upon examination on (B)(6) 2007, the infection had cleared and she discontinued antibiotics but is continuing moisture drops. Per physician, consumer has allergies to latex, codeine, neosporin, and erythromycin. Add¿l info is expected from consumer¿s optometrist. Consumer agreed to return the bottle of product but it has not been received.

Manufacturer narrative:
Findings: the contact lens solution has not been returned to the MFR. Eval of retention sample from lot 115790f in progress. Batch record review in progress. (B)(4).